Event description:
It was reported that the patient experienced ¿muscle spasms¿ post-implant which a company representative resolved. A few days later, the patient again experienced diaphragmatic stimulation and the settings were changed. About two weeks later, the patient complained of diaphragmatic stimulation when lying on the left side. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.